Event description:
It was reported that the unit was not working. It was further reported that the cause could not be found.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.